Event description:
A malfunction with code "malf 0" was reported, but no adverse impact to the customer¿s blood glucose level occurred. Technical support provided instructions to reset the pump, and the customer successfully performed the reset. The issue did not recur, and the customer was advised to continue using the pump and to contact support if any future malfunctions arise.